Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. However, the test failed at the eis (1024 hz real), due to it was visually found the gold trace path at the counter and working electrode gold trace. See attachment file for details. In summary, the customer complaint of unexpected sensor alerts was not confirmed, however the sensor but failed eis readings due to the sensor flex was found with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-unexpected suspend (low sensor glucose), sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed. Customer reported a discrepancy between sensor glucose and blood glucose which was not within range. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-7040b was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced unexpected suspend (low sensor glucose), due to the differences in sensor glucose and blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed. The sensor glucose value was 50 mg/dl and blood glucose was 130 mg/dl which is more than 30%. The customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). No harm requiring medical intervention was reported. The customer will discontinue the use of the sensor. Mmt-7040b was requested and customer response was the device will be returned.